Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was over 500 mg/dl. Current blood glucose was 550 mg/dl. Week ago monday customer was in hospital due to heart attack. Customer was hospitalized due to heart attack. It was unknown whether customer use auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Device was programmed with the current time and date and monitored for 3 days. The time and date are functioning properly with no delays or speedups noted. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).